Manufacturer narrative:
H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a defect in the ¿stopper¿ on the patient line of four (4) homechoice cassettes which resulted in a leak. This occurred during priming of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.